Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire stuck when the right lower pulmonary vein was electrified. When the catheter was removed from the body and checked, the tissue seemed to be entangled in the guidewire, so the guidewire was stuck inside the catheter. A similar event occurred when the catheter was removed and a new catheter and guidewire was used. It was suspected that where the wire became indented against the tissue, the tissue was retracted into the catheter. After the catheter and guidewire replacement the case was completed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0013018856 was returned and analyzed. The pulse select catheter was visually inspected and functionally tested. No anomalies were identified during external visual inspection of the array and shaft segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was performed. The lab test and returned guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counterclockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. In conclusion, the reported spiral array/tip/char/coag/clot/debris issue was not observed/reproduced with the returned catheter. The reported "catheter/guidewire compatibility" issue was not observed/reproduced with the returned catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.